Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter continued to display the apply sample message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual management routine. On the following day, the patient claimed she felt symptoms of nauseated and shaky. The patient treated self with food and/ or drink. The patient denied testing with another meter. At the time of troubleshooting, the cca noted the correct test strips were being used for testing. The cca educated the patient on proper sample application and walked through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The test strips have also been returned but not yet evaluated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.